Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "case of alcl." Pathological markers confirming alcl have not been received; therefore, the event will be captured as lymphoma.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: deformation, brown particles in the shell, the device weight within specification and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
The event of "alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Pathological markers confirming alcl have been received.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported right side ¿spontaneous seroma. No other symptoms¿.

Event description:
The event will continue to be captured as lymphoma as only partial histopathological markers are now reported. Alk is unknown.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Physician reported right side "case of alcl" and right side ¿spontaneous seroma. No other symptoms¿. Pathological markers confirming alcl have been received. The device has been explanted.

Event description:
The device has been explanted.